Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 456 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient performed multiple corrections. Once at the hospital the patients pod was removed and it was discovered that the cannula was bent. The patient was admitted to the intensive care unit (ICU). The patient was monitored and treated with intravenous fluids consisting of electrolytes and dextrose glycogen. The patient was prescribed insulin. The patient was released from the hospital after 15 hours. The patient has switched to manual insulin injections due to being out of pods. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. A leak test was performed and no leaks were found along the fluid path. No timeouts or drive stalls were seen in the download data. The damage did not affect the ability of fluid to flow through the fluid path.